Event description:
The customer returned the product for the device not retaining date-time, and during physical inspection it was found that the downstream occlusion (dso) sensor and air sensor was damaged. After investigation the results indicated a reportable malfunction due to the damaged dso sensor and air sensor. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) sensor and damaged air sensor. After investigation the results indicated a reportable malfunction due to the damaged dso sensor and air sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and air sensor, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.